Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. Note: na=not applicable (this section is not applicable to this report.) Ni=no information (we have attempted to obtain this information, and did not receive it.) Unk=unknown (this information is unknown; confidential, and not provided to terumo.) (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "the manifold was loose." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.